Manufacturer narrative:
Vyaire medical file identification: (B)(4). A third party service technician evaluated the ventilator. Found out that the unit was due for 10k/2yr pm. The unit need a main board replacement. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the ltv 1150 unit missing pixels. As of this time, there was no information about patient involvement associated with this reported event.